Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the device logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events. The device passed electrical testing, but failed functional testing due to a system error (se) 2270. The se 2270 alarm would not cause or contribute to the reported event. The device passed accuracy confirmation and temperature verification. An internal and external visual inspection revealed no problems. There was no evidence of fluid or moisture found within the device. There were no failures or malfunctions identified that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4) the device was manufactured in 1995. The device has been reported to be available for evaluation. A review of the service history and device history was performed and there were no issues identified that could have caused or contributed to the reported difficulty. A review of the device event history will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The date this report was initially received by the manufacturer was 22oct2013. If additional relevant information is received, a supplemental medwatch will be filed.